Manufacturer narrative:
Intuitive surgical inc. Has not received the monopolar curved scissors instrument or the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to an alleged unintended arcing event. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the monopolar curved scissors instrument arced. There was no report of patient harm, adverse outcome or injury.